Event description:
Medtronic received info that during attachment of the arterial cannula with suture, the proximal silk ligature cut through the wire wound portion of the cannula. The unit was changed out with no reported complication to the pt.

Manufacturer narrative:
Eval method: other = device history reviewed. Eval results: other = device history review found the product met spec when released for distribution. Analysis: a visual inspection of the returned device shows a cut in the outer layer of the cannula, which exposes one of the springs. The cannula also has a dent in this area. The device was tested with air pressure to 5 psi, which yielded no leaks to atmosphere. The cut in outer layer of the cannula is not significant enough to damage the inner layer of cannula, or to cause a leak. Conclusion: the damage observed with the cannula is consistent with the report from the customer of cutting the cannula with a suture line. The incident is related to operational context. There was no reported complications to the pt.